Manufacturer narrative:
(B)(4). D10: cat# 010000666, lot# j7915684, g7 pps ltd acet shell 58g. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the surgeon wanted to reposition acetabular component but threads on the insertion handle were not engaging. A new inserter was opened, and the cup was repositioned successfully. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; d9; g3; h2; h3; h4; h6 visual examination of the returned product identified the handle end has indentations and gouges from previous uses. Scratches to the handle and body are visible. Threaded tip is deformed and gouged. No other damage was noted. Device has an approximate field age of 4.5 years. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.